Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, gauge issues occurred. The physician was attempting to pre-dilate a coronary artery lesion using an apex balloon catheter in conjunction with this encore 26 inflation device. Positive pressure was applied to the balloon; however, the "manometer showed no pressure value". There were no complications with the balloon catheter as a result of this. The encore 26 inflation device was switched out for another encore 26 and the procedure was completed successfully with the implantation of a stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the needle at 0atms. The unit components were examined for any damage or defect and nothing was noted. The device was prepped with 8ml of water and the device was inflated. The gauge needle did not move. The unit was dismantled and no component was missing. The gauge o-ring was intact and no anomaly was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the device was mishandled either during storage of the device or during preparation of the device leading the gauge to receive a shock. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, gauge issues occurred. The physician was attempting to pre-dilate a coronary artery lesion using an apex balloon catheter in conjunction with this encore 26 inflation device. Positive pressure was applied to the balloon; however, the "manometer showed no pressure value". There were no complications with the balloon catheter as a result of this. The encore 26 inflation device was switched out for another encore 26 and the procedure was completed successfully with the implantation of a stent. No patient complications were reported and the patient's status is stable.